Manufacturer narrative:
At this time, the device has not been returned for evaluation. This record will be updated upon return and completion of evaluation, or if additional information becomes available.

Event description:
It was reported that defibrillation threshold (dft) testing was performed due to concerns regarding the function of the right ventricular (rv) lead connected to this device. The first shock delivered during dft did not convert the patient's rhythm. Low amplitude ventricular fibrillation (vf) was reportedly undersensed by the device, therefore an external shock was required. The second attempt at dft testing was successful. The patient's medication regimen was also adjusted. At the patient's next follow up, it was noted that the expected longevity of this implantable cardioverter defibrillator (ICD) had decreased significantly due to delivery of shocks and dft testing. Subsequently, this device was explanted and replaced due to battery depletion. The physician's concerns regarding the rv lead were reportedly resolved, therefore the rv lead remains in service with the patient's new device. No additional adverse patient effects were reported.